Manufacturer narrative:
The reported event of inability to untighten the ventricular setscrew to remove the lead was confirmed. Analysis revealed that calcified blood was filling the inset of the setscrew. The calcified blood was preventing the wrench from engaging the setscrew inset needed to untighten the setscrew. Wrenches cannot penetrate the calcified blood. The wrench will only strip portions of the inset it comes in contact with. The calcified blood was removed from the setscrew insets in the lab. Then a wrench could be inserted to engage the setscrew to untighten it. The stuck lead could then be removed from the ventricular connector. The blood came through holes punched through the septum by the user of the torque wrench at time of implant.

Event description:
During device replacement, the right ventricular (rv) lead could not be removed from the header of the device. Damage was observed on the set screw in the device header. The rv lead was cut; a different rv lead was successfully implanted and replacement device was implanted to resolve the event. The patient was stable and there were no adverse consequences.